Event description:
Dangerous oral syringe/IV tubing compatibility issue: the bd nexiva closed IV catheter system which includes the bd q-syte luer access split septum allows oral syringe access to the port. This has been demonstrated using the baxa exacta-med oral dispenser.